Event description:
It was reported that a 14-year-old female customer went to the emergency room due to high blood glucose levels, measured at 526 mg/dl, which was related to diabetes and use of a pump. Despite experiencing moderate ketones, the glucose levels were not deemed dangerously high by healthcare providers, and no injury resulted from the incident. The customer received intravenous insulin and fluids, which resolved the issue, and was released from the hospital after about three hours. Technical issues were noted with occlusion alarms, leading the customer's mother to stop using the pump. A replacement pump was sent to the customer by technical support to address these concerns.